Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, impella was aborted due to tortuous anatomy at bifurcation of aorta as per the clinical description provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12617: e4 should have been left blank. G1 manufacturing site address.

Event description:
The user facility reported a 78-year-old male patient undergoing electrophysiology study (ep) with ablation was implanted with an impella cp device for mechanical circulatory support. It was reported that multiple attempts were made, but the pump was unable to advance due to the tortuous anatomy at the bifurcation of the aorta. The pump was removed from the left femoral artery with the intent to implant via the right femoral artery, but the device was unintentionally contaminated while outside of the patient. As a result, a new pump was prepped and implanted for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿